Manufacturer narrative:
The customer replaced the flow sensor to resolve the issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4). No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4).

Event description:
The hospital reported an error that results in an inability to initiate mechanical ventilation. There was no patient involvement.